Manufacturer narrative:
Lot review: a review of lot# 3278416 showed that (B)(4) units were manufactured tested, inspected and released in june 2016 citing no exception documents. Visual analysis of receipt: 12/28/2016 - received one used ch3034, 5" (13 cm) appx 1.5 ml, bag spike adapter w/spiros, vented cap; reported lot# 3278416. No mating devices were returned. The disconnection was confirmed at the bonding site of the male luer and the shunt. Functional testing: a used ch3034 bag spike adapter was returned with the tubing separated at the shunt. Microscopic examination shows that there was evidence of solvent on both the outside diameter of the male luer lock and the inside diameter of the shunt tubing. Final analysis summary: the used ch3034 bag spike adapter was returned with the shunt tubing separated from the male luer lock. Microscopic examination revealed that there was the presence of solvent on both the outside diameter of the male luer lock and the inside diameter of the shunt tubing. The measurement of the components at the bond interface reveal adequate interference for a secure bond. The exact cause of the bond separation is indeterminate.

Event description:
Complaint received regarding one ch3034, 5" (13 cm) appx 1.5 ml, bag spike adapter w/spiros, vented cap; lot# 3278416 (mfd. 06/2016). Report states; when nursing staff hung the chemo bag onto the drip stand, the spiros adapter on the ch3034 suddenly disconnected from the tubing, leading to cytotoxic spillage. No adverse patent/clinician consequences reported.

Event description:
Complaint received regarding one ch3034, 5" (13 cm) appx 1.5 ml, bag spike adapter w/spiros, vented cap; lot# 3278416 (mfd. 06/2016). Report states; when nursing staff hung the chemo bag onto the drip stand, the spiros adapter on the ch3034 suddenly disconnected from the tubing, leading to cytotoxic spillage. No adverse patent/clinician consequences reported.